Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states he feels dizzy but does not require medical attention. The customer's expected blood results are 76-89mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: the customer is concerned with the results of hi on (B)(6) 2015. No adverse event reported.